Event description:
Angiography of left leg revealed a restenosis of the popliteal artery and a fractured stent. The vessel was successfully redilated and stented again. Patency was reestablished. Patient tollerated procedure well.